Event description:
It was reported that a power source alert occurred while the customer was using a tandem charging cable and wall adaptor. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, and the pump began charging without the need for further assistance.